Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient's communicator displayed a red call doctor icon, and review of remote monitoring data revealed that this right ventricular (rv) defibrillation lead had exhibited a few high out-of-range shock impedance measurements greater than 125 ohms since may 2023, with a recent measurement as high as 131 ohms in july 2025. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that this rv lead continued to exhibit high out-of-range shock impedance measurements greater than 125 ohms, with a recent measurement of 144 ohms. Review of shock impedance trends showed a normal variation in measurements for this patient, with an overall average of approximately 100 ohms and a gradual increase. There was no evidence of noise and there were no shocks delivered for this device. This rv lead was programmed to initial polarity and maximum energy shocks for continued monitoring. Technical services (ts) discussed troubleshooting options and programming considerations, and recommended increasing the shock impedance alert value to 150 ohms. This rv lead remains in service. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patien't communicator displayed a red call doctor icon, and review of remote monitoring data revealed that this right ventricular (rv) defibrillation lead had exhibited a few high out-of-range shock impedance measurements greater than 125 ohms since (B)(6) 2023, with a recent measurement as high as 131 ohms in (B)(6) 2025. This rv lead remains in service. No adverse patient effects were reported.